Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with power button. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
On 05/17/2010 (through follow-up with the healthcare provider), it was learned that the device was explanted due to an unsuccessful ring repair. However, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this event is not a complaint and no longer reportable to the FDA.